Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter exhibited spline bunching and a stuck guidewire, and the patient experienced pericardial effusion. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. When attempting to access the right superior pulmonary vein (rspv) with the catheter the array deployed to a "cobra" shape. The catheter was retracted into the sheath and spun, but the catheter splines bunched again upon redeployment. The catheter was removed from the patient, and it was observed that the starter wire was kinked and unable to slide. No tissue was observed on the guidewire or the catheter. A new starter wire was selected after the catheter was flushed again, but this guidewire was unable to slide when attempts to insert it, and the catheter again deployed to the cobra shape. The catheter was replaced as well and used with the replacement guidewire to complete the procedure. Near the end of the procedure imaging was performed using intracardiac echocardiography (ice) and a pericardial effusion was observed. Pericardiocentesis was performed and the patient was hospitalized. The patient is expected to fully recover from the complication.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter exhibited spline bunching and a stuck guidewire, and the patient experienced pericardial effusion. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave catheter was used. When attempting to access the right superior pulmonary vein (rspv) with the catheter the array deployed to a "cobra" shape. The catheter was retracted into the sheath and spun, but the catheter splines bunched again upon redeployment. The catheter was removed from the patient, and it was observed that the starter wire was kinked and unable to slide. No tissue was observed on the guidewire or the catheter. A new starter wire was selected after the catheter was flushed again, but this guidewire was unable to slide when attempts to insert it, and the catheter again deployed to the cobra shape. The catheter was replaced as well and used with the replacement guidewire to complete the procedure. Near the end of the procedure imaging was performed using intracardiac echocardiography (ice) and a pericardial effusion was observed. Pericardiocentesis was performed and the patient was hospitalized. The patient is expected to fully recover from the complication.